Event description:
This lead was implanted on (B)(6) 2008 and capped on (B)(6) 2012 due to an alert and high thresholds. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).